Event description:
A helical blade implanted with a nail appeared to be broken on an x-ray taken a month or so post-operative. After removing the implants surgeon noted that the implants were fine and nothing had broken.